Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was returned to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (inflow constantly running, pump keeps running, message pressure low). Replaced 2 pressure transducers (fluid ingress) as identified in the investigation to address the reported issue, also replaced suction roller pump head due to clicking noise issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Further, a review of the depuy synthes mitek complaints system revealed 2 similar and 5 dissimilar complaints for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
Fms duo pump code 284590 serl# (B)(4), inflow constantly running, pump keeps running, message pressure low, had to use several saline bags to conclude shoulder case., was first noticed on (B)(6) 2017 but there was some confusion who called it in or not, guess was not called in. Please send replacement for overnight earliest am delivery, have a case at noon on friday (B)(6) 2017.